Manufacturer narrative:
This complaint is sill under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address fracture of the femoral stem. Intraoperatively noted minimal poly wear.